Event description:
It was reported that an integrity alert was triggered for the right ventricular lead. The lead had high impedance and had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2007 (B)(6); 4076 implantable pacing lead 2007 (B)(6); (B)(4) heart ring 2007 (B)(6). (B)(4).